Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 month post implant of composix mesh e/x, patient was diagnosed with unspecified infection, hernia recurrence, abscess, adhesions and fibrosis thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. The warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. This emdr represents composix mesh e/x (device #2). An additional supplemental emdr was submitted to represent composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient¿s attorney. (B)(6) 2013 - patient was diagnosed with large ventral hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿identified the hernia sac and was dissected free. A composix e/x mesh (device #1) was tacked into the abdominal cavity using sutures.¿ (B)(6) 2014 - patient was diagnosed with incisional hernia recurrence thereby underwent open repair with the removal of mesh (device #1) and implant of composix e/x mesh (device #2). Per operative notes, ¿hernia sac was removed. Adhesions of small bowel to the anterior abdomen wall and area of small bowel adhesions to the mesh directly with the mesh incorporation into the serosa of the bowel. This piece of mesh (device #1) was removed and then dissected of the bowel. A composix e/x mesh (device #2) was secured using sutures.¿ (B)(6) 2015 - patient was diagnosed with abdominal wall abscess and infected ventral hernia mesh thereby underwent repair with partial removal of mesh (device #2) and implant of biologic mesh. Per operative notes, ¿the mesh was then identified with the abscess of the purulent fluid. The mesh was then removed (device #2) and removing the previous sutures. A biologic mesh was then placed.¿ (B)(6) 2015 - patient visited to hospital for the follow-up of ventral hernia repair. Exposed the dual-layer mesh and this was trimmed back to the granulation tissue. (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent with the implant of graft. (B)(6) 2015 - patient visited hospital for an infected mesh from a previous ventral hernia repair. (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with removal of mesh (device #2) and implant of ventrio st (device #3). Per operative notes, ¿encountered the composix type mesh (device #2) in the supraumbilical portion of his midline. This was excised; there were also multiple sutures in the abdominal wall which were removed. Adhesions had been lysed and the mesh (device #2) had been removed. A ventrio st (device #3) was then tacked into the umbilicus.¿ attorney alleged that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries.